Manufacturer narrative:
The device is not available.

Event description:
It was reported that during the procedure, the guidewire distal tip was broken inside the patient's vessel. The broken guidewire distal tip was removed using suction. There was no clinical consequence to the patient.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the guidewire and core wire with nitinol were separated at approximately 187.4cm from its proximal end. The guidewire was slightly bent proximal to the separated site. No sign of stretching was found on the guidewire. The guidewire was examined along its length and it was observed that the proximal bond joint was conforming to its specifications. Sem (scanning electron microscopy) was performed to characterize the separation site. The core wire appeared to be covered up with debris. The fracture surface appeared to be heavily damaged. The debris and damages appeared to have occurred after the reported separation occurred. There were signs of ductility and no signs of torsion. The fracture appeared to be due to mechanical damage. The guidewire distal separated section was not returned. Information available indicated that the distal tip was broken in the artery vessel. However, based on the information available and the investigation results it is not clear what caused the distal tip to break. Therefore, review and analysis of available information and investigation results were unable to identify a definitive root cause for the reported event and observed issues and the assignable cause of undeterminable has been assigned to the event. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled off at approximately 40.0cm from the proximal end. The coating was scraped on the guidewire. The torque device was on the guidewire where the ptfe was scrapped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been tightened and the torque collet peeled down the guidewire ptfe. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the assignable cause is considered to be related to use error.

Event description:
It was reported that during the procedure, the guidewire distal tip was broken inside the patient's vessel. The broken guidewire distal tip was removed using suction. There was no clinical consequence to the patient.